Manufacturer narrative:
Evaluation summary: the product was not returned analysis. Results from the product history record review indicated the lens met release criteria. No root cause could be identified by the investigation. There have been no other complaints reported in the lot number. No further info could be obtained. At the request of the consumer, the surgeon was not contacted. (B)(4).

Event description:
A consumer reported experiencing glare following intraocular lens (iol) implant surgery. The glare is worse when watching television, when the lights are off, and it causes her to wear glasses all of the time. The surgeon informed the consumer that the lens had been scratched during the surgical procedure, upon loading it into the delivery system. She also reported that prior to the iol surgery, she fell and hit her head, which resulted in a macular hole with loss of central vision, and floaters. She continues to have floaters. At the request of the consumer, the implanting surgeon was not contacted for additional information. A few brown spots were noted on the anterior surface of the iol. The patient's visual acuity has decreased from on 6/12 to 6/18, which may be related to diabetic maculopathy, and the patient reports seeing a "black dot". The patient had laser surgery prior to cataract surgery and again following the procedure. The surgeon suspects an infection. Additional information was received from the surgeon, who indicated it is unknown whether the device caused/contributed to the event. An unapproved viscoelastic/cartridge combination was used during the implant procedure.